Event description:
It was reported that post operatively to a cardiac ablation procedure, double vision was experienced when looking to the left, in both eyes.  Magnetic resonance imaging indicated foci of acute ischemia in the cortical/subcortical region. The patient was hospitalized the day after the procedure (B)(6) 2026 and discharged the following day (B)(6) 2026. The double vision resolved without medical intervention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.